Manufacturer narrative:
Insulin pump passed operating current, unexpected restart error test, displacement test but compromised force sensor alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform occlusion, prime/delivery and excessive no delivery test due to compromised force sensor alarm. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and broken battery tube threads.

Event description:
Customer reported via phone call to have received a compromised forced sensor alarm during priming. Customer states that insulin pump was not dropped or bumped. Customer states drive support cap appeared normal. Customer's blood glucose was 230 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.